Event description:
It was reported that "while inserting needle into patient for a central line it immediately returned air which is not common during this stage of the procedure. I was concerned I had caused a pneumothorax but the needle was not deep enough into the skin. I attempted from a different angle a second time and again got air in the syringe after penetrating the skin minimally. I again withdrew the needle and moved to a different location. When accessing the femoral vein with the same needle, while blood was filling up the syringe, I discovered blood coming from a crack in the plastic part of the needle where it connected to the syringe. I was still able to finish the procedure with no harm to the patient. No signs/symptoms of pneumothorax when I finished but a chest x-ray was performed to verify." The patient's current condition is reported as "critical". There was no patient harm or injury. The patient was in critical condition prior to using the product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "while inserting needle into patient for a central line it immediately returned air which is not common during this stage of the procedure. I was concerned I had caused a pneumothorax but the needle was not deep enough into the skin. I attempted from a different angle a second time and again got air in the syringe after penetrating the skin minimally. I again withdrew the needle and moved to a different location. When accessing the femoral vein with the same needle, while blood was filling up the syringe, I discovered blood coming from a crack in the plastic part of the needle where it connected to the syringe. I was still able to finish the procedure with no harm to the patient. No signs/symptoms of pneumothorax when I finished but a chest x-ray was performed to verify." The patient's current condition is reported as "critical". There was no patient harm or injury. The patient was in critical condition prior to using the product.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.